Manufacturer narrative:
(B)(4) - device currently not available.

Event description:
Per the clinic, the patient discontinued use of the device due to poor performance as a result of the electrode array migrating out of the cochlea. The device was explanted on (B)(6) 2014; during the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Correction: the device was not explanted on (B)(6) 2014 as previously reported. The device bearing serial number ci68779 remains in-situ. This report is filed october 2, 2014.